Manufacturer narrative:
(B)(4). Physio-control evaluated the device and downloaded the electronic patient record and the keylog file from the device. From the electronic patient record and the keylog file it was verified that the device had locked up. The reported issue could however not be reproduced. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their lifepak®15 monitor/defibrillator locked up when they used it on a patient. Police had arrived to the scene first and had started resuscitation with a lifepak cr® plus AED. The ambulance crew then connected the electrodes that had already been applied to the patient, to their lifepak 15. It was reported that, after having delivered 3 defibrillation shocks, the device locked up and the display turned black. All button leds on the keypad started to flash red continuously. The device would not respond to any front panel buttons. When the crew removed the batteries, and re-inserted them, the device was powered back on and used to continue treatment of the patient. The patient expired.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their lifepak®15 monitor/defibrillator locked up when they used it on a patient. Police had arrived to the scene first and had started resuscitation with a lifepak cr® plus AED. The ambulance crew then connected the electrodes that had already been applied to the patient, to their lifepak 15. It was reported that, after having delivered 3 defibrillation shocks, the device locked up and the display turned black. All button leds on the keypad started to flash red continuously. The device would not respond to any front panel buttons. When the crew removed the batteries, and re-inserted them, the device was powered back on and used to continue treatment of the patient. The patient expired.

Manufacturer narrative:
Physio-control evaluated the device and was able to duplicate the reported issue on an intermittent basis; however the cause of the reported issue could not be determined.  The customer received a replacement device.